Event description:
The affiliate reported that the doctor had to replace a programmable valve that kept re-programming itself.

Manufacturer narrative:
Upon completion of the investigation, a follow up will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product code is 82-3162 and not 82-3844 as previously reported. It was also noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.